Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt is no longer able to hear anything. Testing shows every electrode channel with hi impedance. There is no report of the pt being involved in an accident or trauma.